Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient had replacement surgery and no longer had problems with their device system. The healthcare provider confirmed that the patient experienced decrease relief of back and radicular symptoms. An x-ray on (B)(6) 2010 confirmed that one of the leads shifted slightly. She still have good coverage but at higher voltage levels. She did not come in for reprogramming. Due to the increase in power used, it caused the battery of the ins to deplete earlier than expected. The ins was replaced. The surgical wound was healing well and the ins was functioning. Patient outcome was noted as no injury.